Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the spring tip at the distal end was found broken. Only 329.2 cm of guidewire was returned. Distal tip is missing. Microscopic inspection performed on spring tip breakage confirmed. Dimensional inspection of the device that could be measured was performed and observed that the outer diameter (od) of the medium and proximal part of the device were within specifications. However, the overall length and od of the distal part could not be measured due to device condition.

Event description:
It was reported that the wire broke and remained inside the patient. The 90% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified mid-proximal left anterior descending artery. A 330cm rotawire was selected for use. Upon removal, it was noted that the wire was not secured and lost its distal position, and an advancement was needed to secure its position. Subsequently, the wire was placed distally in a septal artery and removal was continued using dynaglide mode. During the second removal attempt, the wire broke about mid tip of the radiopaque portion (5mm from the tip), causing a distal embolization on a distal septal artery. According to the physician, the rotawire looped itself into a side septal branch. The break was thought to be caused by the wire being in this compromising position, in a distal septal branch. All devices were removed and the condition of the patient was evaluated. It was decided to leave the broken distal wire in the distal septal artery, as removal attempt would cause more damage to the delicate septal artery. The procedure was successfully completed with a different device. No further patient complications were reported.

Event description:
It was reported that the wire broke and remained inside the patient. The 90% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified mid-proximal left anterior descending artery. A 330cm rotawire was selected for use. Upon removal, it was noted that the wire was not secured and lost its distal position, and an advancement was needed to secure its position. Subsequently, the wire was placed distally in a septal artery and removal was continued using dynaglide mode. During the second removal attempt, the wire broke about mid tip of the radiopaque portion (5mm from the tip), causing a distal embolization on a distal septal artery. According to the physician, the rotawire looped itself into a side septal branch. The break was thought to be caused by the wire being in this compromising position, in a distal septal branch. All devices were removed and the condition of the patient was evaluated. It was decided to leave the broken distal wire in the distal septal artery, as removal attempt would cause more damage to the delicate septal artery. The procedure was successfully completed with a different device. No further patient complications were reported.